Event description:
Olympus was informed that the customer high-frequency monopolar cable broke in mid-procedure and sparked causing great concern as it could have started a fire. The account reported the cable was not cut or pinched off. The cord just snapped on its own. The intended procedure was completed another device. No other equipment was replaced. No death or injury was reported to olympus. The device will be returned for evaluation.

Manufacturer narrative:
The referenced device has not been returned to olympus to date. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported event cannot be conclusively determined; however, the error describe is a known fault. The age-related wear in connection with repeated extreme bending or tensile loads most likely contributed to the breakage of the single or all wires in the cable. Based on the lot number the cable was manufactured in (B)(6) 2019; therefore, it is likely that the cable was used for longer than the specified 12 months. The potential cause can be due to wear and tear in the connection with improper handling. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. In order to avoid such incidents, the instructions found in the instructions for use (IFU) should be followed. This would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor complaints for this device.